Manufacturer narrative:
No mention of calibration or qc problems. Customer claims insufficient sample volume for the first draw. Service was not requested or generated as this is a sample specific event.

Event description:
Beckman coulter inc., (bci) contacted this post-mod glucose (glucm) customer via the bci (B)(4), indicating that one erroneously low glucm sample was noticed when comparing results in duplicate mode, generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer did not call and complain to bci about this sample. Initial glucose result yielded 80 mg/dl followed by a rerun result of 50 mg/dl. Customer rejected results and redraw was performed. The redrawn sample yielded a result of 84 mg/dl and was reported. Patient treatment was not affected in regard to this event as the customer runs all glucose samples in duplicate mode and verifies the results prior to reporting.